Event description:
It was reported that a patient underwent an unknown tumor procedure on (B)(6) 2022 and suture was used. The suture broke four times during sewing in and excision and suturing of a tumor. This resulted in a prolonged treatment time. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-07047, mw # 2210968-2022-07049, mw # 2210968-2022-07050. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2022 the following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long (in minutes) did the surgery prolong? ¿¿according to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07047, 2210968-2022-07049, & 2210968-2022-0705.